Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("excessive and abnormal bleeding"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (surgical removal of device). Essure was removed in (B)(6) 2009. At the time of the report, the pelvic pain, vaginal haemorrhage, fatigue and headache outcome was unknown. The reporter considered fatigue, headache, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain / constant pain") in a 35-year-old female patient who had essure (batch no. 20210352) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included low back pain. On (B)(6) 2010 supine abdomen test was performed, result: both essure coils are visualized. Previously administered products included for birth control: oral contraceptive from (B)(6) 2008 to (B)(6) 2010 and oral contraceptive from 2004 to 2007. Concurrent conditions included ovarian cyst, metrorrhagia, adnexal mass, abdominal pain lower and menometrorrhagia. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). On an unknown date, the patient experienced vaginal haemorrhage ("excessive and abnormal bleeding"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2010). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and nausea had resolved and the vaginal haemorrhage, fatigue and headache outcome was unknown. The reporter considered fatigue, headache, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy of essure insertion date: (B)(6) 2010 and removal date: (B)(6) 2009. Physician had to use 2 single tooth tenaculums to grasp both the anterior and posterior lips, squeezing them closed so that we could maintain seal. At that point, the ostia was visualized and we were able to insert the second essure on the right. Physician went to the left ostia first and inserted the essure without difficulty. Physician left 3 trailing coils. At that point, the ostia was visualized and we were able to insert the second essure on the right. There were 2 trailing coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2010: complex left ovarian cyst. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain / constant pain") in a 35-year-old female patient who had essure (batch no. 20210352) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included low back pain. On (B)(6) 2010 supine abdomen test was performed, result: both essure coils are visualized. Previously administered products included for birth control: oral contraceptive from (B)(6) 2008 to (B)(6) 2010 and oral contraceptive from 2004 to 2007. Concurrent conditions included ovarian cyst, metrorrhagia, adnexal mass, abdominal pain lower and menometrorrhagia. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). On an unknown date, the patient experienced vaginal haemorrhage ("excessive and abnormal bleeding"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2010). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and nausea had resolved and the vaginal haemorrhage, fatigue and headache outcome was unknown. The reporter considered fatigue, headache, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy of essure insertion date: (B)(6) 2010 and removal date: (B)(6) 2009. Physician had to use 2 single tooth tenaculums to grasp both the anterior and posterior lips, squeezing them closed so that we could maintain seal. At that point, the ostia was visualized and we were able to insert the second essure on the right. Physician went to the left ostia first and inserted the essure without difficulty. Physician left 3 trailing coils. At that point, the ostia was visualized and we were able to insert the second essure on the right. There were 2 trailing coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2010: complex left ovarian cyst. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: reporters were added. Plaintiffs middle name was updated. Patient demographic conditions were added. Essure removal date was updated. Lot number was added. Surgeries were added. Events: nausea and device monitoring procedure not performed were added. Event onset date and outcome were added. Event severity was added. Historical drug was added. Concomitant conditions were added. Lab data was added. Reporter causality comments and auto-narrative supplement were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("excessive and abnormal bleeding"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (surgical removal of device). Essure was removed in (B)(6) 2009. At the time of the report, the pelvic pain, vaginal haemorrhage, fatigue and headache outcome was unknown. The reporter considered fatigue, headache, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.